Event description:
It is not possible to upgrade into smartview version 2.54. Investigation is required.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that an upgrade into smartview version 2.54 is not possible. An investigation is required.

Manufacturer narrative:
Preliminary analysis of the returned programmer revealed that the ram was defective causing failure in integrity check, so the installation of smartview 2.54 version had failed.

Event description:
It was reported that an upgrade into smartview version 2.54 is not possible. An investigation is required.